Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/13/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen and was described as the skin being very dry and developing a rash. On (B)(6) 2016, patient's father sought advice from doctor regarding skin reaction via phone. There was no office visit. The doctor recommended they try cerave (nonprescription). It was also stated that the patient's father was using a nonprescription hydrocortisone cream 1% as recommended by their endocrinologist to treat the affected area. At the time of contact, the patient's rash was not healing. No additional event or patient information was provided.